Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported that the patient had their device removed. Nevro attempted to obtain additional information regarding the reason for the device removal but none was available.